Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported event of no video image. The evaluation uncovered a damaged front panel and a worn-out printed circuit board. Additionally, the evaluation found a deformed connector and heavy debris blocking device ventilation. The faulty parts were replaced and inspected to meet olympus functional standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that, the evis exera ii video system center was unable to produce an image. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was not reproduced from the inspection results of the repair department. It is likely that the cause of the phenomenon was that the image could not be displayed due to aging defects, the board was worn out and an accidental failure occurred. Olympus will continue to monitor the field performance of this device.